Event description:
When transferring a patient from wheelchair to bed, one of the sling loops on the head side came loose so that the patient fell towards the floor. The staff were able to ease the fall, and the patient ended up with a couple of abrasions.

Manufacturer narrative:
Facility could not find any fault on lift, sling bar or sling. Manufacturer together with at, at facility thinks that the sling was not correctly applied to sling bar at the time of the incident. Instruction guide for sling 7en160165-04, and lift 7en150104-02 states that: "before the patient is lifted from the underlying surface, but after the straps have been fully extended, make sure the straps are properly connected to the sling bar."